Event description:
Provider alleges consumer was crossing the road and the scooter allegedly cut out on her. When it started again; she was near the curb cut out and the scooter allegedly jolted and threw her off and flipped over on her.

Manufacturer narrative:
This issue was caused from the dealer installing 3rd party batteries and the lock washers missing on the left battery. This caused the screws to buttom out causing a gap between the screw and battery. As per the consumer safety guide battery replacement should follow the below guidelines: per the information for use manual: warning! Only spill-proof sealed batteries, such as "gelled electrolyte," that meet dot cfr 173.159 should be used in the scooter. Replacement batteries should be obtained directly from an authorized provider to ensure conformity, fit, and function. Updated manufacturer date.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was crossing the road and the scooter allegedly cut out on her. When it started again she was near the curb cut out and the scooter allegedly jolted and threw her off and flipped over on her.